Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The catheter was recognized by the catheter interface module and zonare viewmate system and the imaging screen was displayed; however, further functional testing was not performed due to the aforementioned catheter tip damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured catheter tip could not be conclusively determined.

Event description:
This report is to advise of a fracture found in the catheter tip during analysis.